Manufacturer narrative:
The returned device was evaluated. External visual inspection showed no damage. The device was able to power on using batteries. When powered on the middle segments of the seven segment display are not illuminating. The device was able to obtain readings and alarm alert conditions with audio and visual status indicators were functioning. Internal inspection showed corrosion throughout the system board. Contamination on the system board caused the non illuminating led segments, the corrosion was potentially caused by liquid ingress. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device is missing a segment on both the top and bottom center display. No patient impact or consequences were reported.